Event description:
Product analysis was completed for the returned tablet programmer on (B)(6) 2015. The cause for the reported complaint of ¿mechanical problem, screen light problem¿ is associated with a defective display. Once the display was replaced with a known good display, no further anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge. The cause of the defective display is unknown.

Manufacturer narrative:
.

Event description:
It was reported that the physician was attempting to program a patient's device, but that the tablet screen was very dim. The physician inquired as to how the screen could be brightened. The physician was walked through the steps to program the patient successfully, but the tablet screen was unable to be brightened. The physician was provided a new programming tablet and the tablet with the dim screen was received for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
Device malfunction caused event but did not contribute to a serious injury. Cause of malfunction unknown.